Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed the poly tip was damaged. It was found peeled at 8 mm and at 2 cm from the poly tip section, approximately 5 mm and 2 mm respectively, exposing the corewire on both sections, however the corewire tip is not exposed or protruded. Additionally a kink at 8 mm from the poly tip section was found. No other anomaly was noted. The device appears to have been in contact with a sharp or metal object. The outer diameter, measured in 3 undamaged areas, met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure guide wire detachment was suspected. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The previously implanted non-bsc drug eluting stent (des) was noted to be fractured. A promus des was implanted in the mid lad. The promus des was intended to be implanted overlapping the previous des; however, ivus was not performed following the implant to confirm the promus des placement. When the pt2 moderate support 185cm str guide wire was removed resistance was encountered; however, the guide wire was not stuck in the implanted stents. The guide wire was removed from the patient. Detachment of the wire is suspected; however, visual examination of the wire was unable to confirm wire detachment and no fragments were found with in the patient. There were no patient complications reported and the patient's status is good. Preliminary examination of the returned device revealed poly tip damaged. The poly tip was found peeled exposing the corewire on both sections, however the corewire tip is not exposed or protruded. A kink was also found 8mm from the poly tip section.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure guide wire detachment was suspected. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The previously implanted non-bsc drug eluting stent (des) was noted to be fractured. A promus des was implanted in the mid lad. The promus des was intended to be implanted overlapping the previous des; however, ivus was not performed following the implant to confirm the promus des placement. When the pt2 moderate support 185cm str guide wire was removed resistance was encountered; however, the guide wire was not stuck in the implanted stents. The guide wire was removed from the patient. Detachment of the wire is suspected; however, visual examination of the wire was unable to confirm wire detachment and no fragments were found with in the patient. There were no patient complications reported and the patient's status is good. Preliminary examination of the returned device revealed poly tip damaged. The poly tip was found peeled exposing the corewire on both sections, however the corewire tip is not exposed or protruded. A kink was also found 8mm from the poly tip section.